Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the pump was explanted on (B)(6) 2014. The battery was depleted. The drug in the old pump was transferred into the new pump. The cause of the stall was not determined. The pump was running empty for an estimated 18 months. During that period it sounded a critical alarm every 10 minutes. It was hypothesized that the critical alarm and running empty may have drained the pumps battery. The patient symptoms included nausea and pain. The patient was undergoing dose titration and improving with the new pump.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported conclusion code of was changed.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. There was corrosion and/or wear and/or lubrication and a stall due to gear wheel 3.

Manufacturer narrative:
(B)(4). Conclusion and method code were updated. Result code no longer applies.

Event description:
Additional information received from a consumer reported that when their pump went empty in 2012, the patient had severe withdrawal, seizures and was in the intensive care unit (ICU). The pump was used to infuse morphine and a second unknown type of drug at the time of event.

Event description:
It was reported an alarm was heard on (B)(6) 2014. Telemetry confirmed it was a critical alarm due to motor stall. The stall was constant and the pump had been stopped since (B)(6) 2014, as confirmed by the logs. The patient had onset of withdrawal symptoms two days later. An MRI and strong magnets were ruled out as the cause of the stall. It was later reported that for approximately 18 months the pump was empty and an alarm sounded every 10 minutes. It was empty due to compensation issues with the patient. This was believed to have happened in late 2013. The onset of the pain was about two weeks ago and gradually got worse and then the pump started alarming. There were telemetry issues on (B)(6). Telemetry was difficult on (B)(6) 2014 as well. The light in the room needed to be turned off in order to accomplish telemetry successfully. The pump issues were related to the fact the pump was empty for 18 months. The pump was going to be replaced as it was effective up until this issue. The last personal therapy manager (ptm) dose was (B)(6) 2014. The system was being used to deliver hydromorphone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.